Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer's insulin pump was exposed to moisture damage and had a black screen. The customer's blood glucose level was 124 mg/dl. The insulin pump was accidentally put in the washing machine. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic assembly. The insulin pump had minor scratches on the display window, broken battery tube threads, a cracked reservoir tube lip and a detached and missing end cap.